Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had been hospitalized multiple times for high blood glucose levels. It was stated that the customer's current blood glucose levels are in the 400 mg/dl range and will again be hospitalized. The nurse did not want to troubleshoot over the phone. The nurse wanted someone to go to the hospital for troubleshooting. The company representatives were contacted.